Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was checked on (B)(6) 2024 and the same impedance problems were still there. Patient was waiting for surgery.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. The representative corrected the previously reported lead explant date; the lead was explanted on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. Product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. H3. Analysis found non-conformances with the lead. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the 0-7 conductors were broken; 15cm from the distal/proximal end of the lead; at / near the injex anchor. Based on our analysis, we conclude that the returned lead was related to the reported intermitted stimulation / rapid discharge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: finland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the feeling of paresthesia disappears randomly approximately twice a week; intermittent stimulation and rapid discharge were also noted. It has happened when the patient twisted his neck. But it also has happened without any reason. The paresthesia has been more or less stable, just for the past 2 months it changes. The issue was not resolved at the time of the report. The patient has been using the device 2 years and these changes are new. No surgical intervention occurred nor was it planned. The patient was alive with no injury at the time of the report. High and out of range impedances were noticed from the provided session report with a status of do not use. Additional information was received. It was reported that the patient described feeling of paresthesia disappearing every now and then - normally (2 years) it has been stable. Rapid discharging was also mentioned, but according to the patient this was related to this new thing with stimulation. After loosing paresthesia, patient checked the programmer and notification on the screen was proposing recharging. The patient was doing fine and pain relief was very good. Technical services responded that normally, the ins can turn off in case the battery is discharged, in case of a power-on-reset (por) or when it is turned off manually using the patient programmer/tablet. From the mdt data they could see that the ins got completely discharged on (B)(6), resulting in loss of stimulation. That same day, only about 1 hour later, the ins was recharged again and stimulation was turned on. Except for a few instances in 2018, this is the only time that the ins completely lost its charge. Further, there have also not been any por incidents detected. For what concerns the rapid discharge, they also checked the reports. Based on the 10 last recharge sessions they saw that the ins needs to be charged roughly once a month (e.g. Every 3 or 4 weeks). The last recharge session was performed within a smaller time frame (approximately after two weeks), however in this case the battery was only charged up to 71%, whereas during the other charging sessions, the battery was always almost fully charged. Based on the available data, they can not say anything about a potential for rapid discharge of the ins. From the session report they do see that contact 6 shows high impedances (e.g. 40.000 ohm). This contact is not used for stimulation. However, the high impedance could indicate that there is an issue with the system¿s integrity. It is possible that a fracture is present in the lead or a misalignment is present at the connection sites (i.e. Lead/battery), which could be caused by for example when a patient experiences a fall (or other trauma) or during system implant/revision. This could result in an (intermittent) open circuit. When an (intermit tent) open circuit is present, the current/stimulation will not always reach the electrode site of the lead, resulting in loss of therapeutic effect from the neurostimulation (e.g. Returning of symptoms of the patient). In case the issue is intermittent, this may only happen now and then. In case of an intermittent issue, the impedance values may vary and may even not always show in the impedance results. Note: in case of a constant current system, high impedances on the active contacts may negatively impact the recharge interval. From a troubleshooting perspective they recommended to make sure the ins is fully charged when a recharge session is performed. This will help verify whether the ins indeed discharges faster than it used to do or not. Additionally, from the data they do see that the battery is only charged when it reaches about 20%. From this perspective, the manufacturer representative (rep) could advise the patient to charge their battery a little sooner, to make sure it would not accidently deplete completely and result in therapy loss. The healthcare provider (hcp) might consider to palpate the system and perform an x-ray of the system to identify possible breaks/damages, loose connections, misalignments or lead migration of the system components. Unfortunately an integrity issue is not always visible on an x-ray. Furthermore, it could be considered to make multiple impedance measurements when the patient takes on different body positions (e.g. Turning the back, laying, etc.). This can help to see whether other contact points may also be involved in the possible intermittent integrity problem. In case it turns out that the ins actually requires more frequent charging se ssions and/or the paresthesia keeps on disappearing intermittently, it could be considered to use the results of the impedance measurements/x-ray to re-program the stimulation and avoid both the affected and currently programmed contact points. This way the rep can try to see if this helps provide constant therapy without losing paresthesia and whether the recharge interval stabilizes to once every 3 to 4 weeks again.

Event description:
Additional information was received. It was reported that the lead was returned because of the impedance problems. The lead was reported to have been explanted on "(B)(6)2014". The replacement was successful and the patient has good therapy now. The ins was still in use.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6)2022 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6)2022 product type lead follow-up will be conducted to clarify the implant and explant date of the lead since this update provided and explant date prior to the reported implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.